Event description:
The customer questioned inr results for 6 patients tested on coaguchek xs pro meter serial number (B)(4) compared to the stago sta evolution analyzer. Based on the data provided, the results for 2 patients were discrepant. Patient 1 result from the meter at 1:39 p.m. Was 3.0 inr. The result from the laboratory at 2:16 p.m. Was 2.27 inr. On (B)(6) 2018 patient 2 result from the meter at 8:34 a.m. Was 2.8 inr. The result from the laboratory at 9:42 a.m. Was 2.12 inr. The patients were not adversely affected. All medical decisions were based on the laboratory results. No medical treatment was necessary. The patients are in stable condition. The customer had run qc on the meter on 03-dec-2018 and the results for both level 1 and level 2 qc were within the acceptable range. The meter and test strips were requested for investigation. The customer declined to return the meter as it contains patient information. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.3 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The results alleged by the customer were not observed in the meter¿s patient result memory.